Event description:
A customer reported observing multiple condition codes and a falsely elevated troponin I result on a pt sample. Based on these results and the pt's clinical picture, cardiac catheterization was performed. There was no report of pt harm as a result of this event.